Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occasional beats of peripheral nerve stimulation or extracardiac stimulation from their right atrial (ra) lead on the left side of their body, below their armpit. The ra lead remains in use. No further patient complications have been reported as a result of this event. (B)(6) 2018, it was later reported that the ra lead chronic lead trend was re-programmed off as a result.